Event description:
Reportedly, the patient is having high gradient readings after an implant duration of approximately 2 years 6 months. Cardiologist has provided the echo report only for interpretation. Currently, there are no plans to explant this device.

Event description:
Reportedly, a 23mm aortic valve was explanted after an implant duration of 2 years, 6 months (30 months) due to regurgitation. No additional information provided.

Manufacturer narrative:
Correct model number and serial number were provided. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. This device is not available for return and evaluation because it remains implanted. There is no additional information available and presently there are no plans to explant this device. Updated to reflect the correct event description. This device has not been explanted and there are no plans to explant this device.

Manufacturer narrative:
Device not returned. The serial number of the device remains unknown; therefore, the device history record (DHR) review cannot be done. It is unknown if the device will be returned for evaluation.